Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-05993. Reference MFR. Report#: 1627487-2013-05994. It was reported the patient stopped maintaining her ipg as recommended after she began to receive inadequate coverage. As a result, the patient has been taking prescribed medication for pain relief. The patient is also experiencing discomfort due to the ipg allegedly moving from it's original location. It is also believed the patient's ipg is non-functional due to improper maintenance.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.